Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of and treatment for the event were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was withdrawn during the treatment. No additional information is available as the reporter declined follow up.